Event description:
N/a.

Manufacturer narrative:
The investigation of the returned coil system found the implant to be separated from the pusher with deformed loops. The pusher's heater coil showed signs of activation using a detachment controller. The investigation found the pusher¿s monofilament profiled a mushroom shape at the proximal end and a tensile break at the distal end, indicating that the implant experienced a sticky detachment. This condition is consistent with a partial thermal activation resulting in the implant to not separate until the device experienced force that exceeded the strength of the monofilament causing the implant to separate from the pusher, likely during device removal as described in the reported event. The unit did not pass continuity testing. Inspection of the pusher found the green lead wire damaged at the distal solder joint, which is consistent with implant coil not being able to be consistently activated by the controller during the procedure. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported during an embolization treatment, the coil would not detach. A second detachment controller was opened same issue, initially received green light but then immediately turned red, troubleshooting was implemented. The physician attempted to manually disconnect the coil and failed, and the coil spontaneously detached. The failed coil was removed with a snare. An attempt was made to re-implant the coil by utilizing guidewire to push coil through the catheter. No patient harm or injury was reported.